Event description:
Reporter indicated that the physician could not communicate with the patient's generator. It was also reported that the patient has had an increase in atypical seizures and no longer experiences brief hoarseness with stimulation; therefore, the physician believes that the patient is no longer receiving vns therapy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.